Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a legal report from (B)(6) by a physician with supplemental information by a lawyer from germany of peritonitis with culture positive for staphylococcus aureus, loss of appetite, weight loss, and relapse of hernia of postoperative scar in abdominal wall in a patient coincident with extraneal viaflex, physioneal 40 and nutrineal pd4 therapies for peritoneal dialysis (pd) for 3 years. On approximately (B)(6) 2010, the patient experienced abdominal pain, loss of appetite, and a 3 kg weight loss. On the same day, the patient experienced peritonitis and was hospitalized. Upon clinical examination the patient experienced pain on pressure over the complete abdominal region. On (B)(6) 2010, an abdominal CT scan performed which revealed intraperitoneal fluid due to pd, shrunken kidneys, status post cholecystectomy, suspected uterus myomatosus, sigmadiverticulosis, and suspected abscess in the abdominal wall medial of pd catheter. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1g, every 5 days, ip) and gentamycin (40mg, daily, ip) and the symptoms quickly improved. While hospitalized on an unreported date, the patient experienced a "relapse of hernia of postoperative scar in abdominal wall." On an unreported date, the patient's lawyer stated that the peritonitis was caused by staphylococcus aureus. On (B)(6) 2010, the patient was discharged from the hospital with a "significantly improved condition." The events of peritonitis with culture positive for staphylococcus aureus and loss of appetite were resolving. It was not reported whether the events of weight loss and relapse of hernia of postoperative scar in abdominal wall resolved. Extraneal viaflex, physioneal 40 unspecified and nutrineal pd4 therapies were ongoing.